Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, high ketones due to dehydration on (B)(6) 2018 with blood glucose over 600 mg/dl. Customer¿s current blood glucose was 293 mg/dl. Customer was treated with manual injections. The insulin pump will not be returned for analysis.